Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with other empirical evidence based on information provided by the clinical specialist. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests procedural factors likely contributed to the event due to implantation too close to the cleft. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where there was an slda (single leaflet device attachment) on discharge echo. The implant was stable at release and at final echo assessment. The mr (mitral regurgitation) at baseline was severe and post index procedure was mild. The patient was scheduled for a pascal reintervention on (B)(6) 2024. Additional information received from the clinical specialist stated that the mr after the slda happened went back up to moderate-severe. The reintervention has been postponed to 30 days (waiting to endothelialize before reattempting). Echo will be reordered at 10 days post procedure to reassess the mr and implant presence. If the patient is feeling better then there will be no reintervention, otherwise the patient will be brought back at 30 days post initial procedure to add another implant medial to the slda.